Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium su, lopro s4, the device had a flickering, distorted and grainy image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.